Event description:
It was reported that noise with oversensing was observed. Low sensing was also seen. Electrical parameters seemed to be regular. X-ray of lead did not reveal any abnormalities. A new lead was implanted and the old lead was capped. Patient condition was good before and after the event.

Manufacturer narrative:
(B)(4).